Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older.

Event description:
It was reported that dissection occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 3.50 x 12 mm, concentric, de novo, target lesion was located in a severely tortuous and moderately calcified, mid to distal right coronary artery with a bend between 45 and 90 degrees. Following predilatation, there was 75% residual stenosis. While advancing the 3.50 x 12 mm promus element drug eluting stent, significant resistance was encountered. When the promus element stent was deployed, a distal edge dissection occurred and another stent was implanted to complete the procedure. The patient status was stable.